Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the reset. After resetting, the malfunction did not recur, and the customer was able to continue using the pump with instructions to call if any issues arose again.